Manufacturer narrative:
Date of death estimated based on reported several days later.

Event description:
It was reported that stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device & delivery system (wds) was implanted. Later that evening, approximately four hours post implant, stroke occurred. A neurological evaluation revealed a brain shift. The patient had symptoms of nausea and confusion. Although the stroke was hemorrhagic and unlikely related to the device, it may be related to the procedure. The patient was maintained on heparin at 300 range. CT and MRI were performed. Neuro surgery was offered to the patient but was declined. The patient was sent to hospice and passed several days later.